Event description:
The customer contact reported a separation. The primary tubing set was being used to deliver an unspecified concentration of saline at an unspecified rate at an unspecified time via a symbiq pump. At an unspecified time, it was reported that the male adapter of a needleless valve connector of a secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback delivery of paclitaxel 291 mg, at a rate of 200 ml/hr. It was reported that approx 45 minutes after the primary tubing set was in use, the pt reported that her arm was wet. At this time, it was noted that the tubing separated from an unspecified location of the filter of the primary tubing set. It was reported that approx 10 ml of the solution leaked and came in contact with the pt's arm. The customer contact reported that the pt's arm was washed with soap and water. It was reported that the solution that leaked was cleaned up according to the user facility's protocol. The customer contact reported that the solution container and the tubing sets were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.